Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a representative was contacted by one of his surgeons who mentioned that he has 2 affected knee polyethylenes that were recently explanted (the most recent one was removed 8 days ago), in case we would like to analyse them. No further information known at this time. This is 1 of 2 events.